Manufacturer narrative:
Concomitant medical products: 4968-35 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced complete heart block with no escape rhythm above forty beats per minute, pacemaker syndrome and sinus node dysfunction. The right atrial (ra) lead had completely fractured, severed between the lead body and the connector. The lead had been previously reprogrammed. The remaining portion of the lead was partially removed, the remaining portion was capped, and a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The proximal portion of the lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The inner insulation of the lead was extrinsically breached due to a tear. The outer insulation of the lead was extrinsically breached due to a tear. If information is provided in the future, a supplemental report will be issued.